Event description:
It was reported that the cordless driver was overheating and running loud during performance testing. No adverse event was associated with the device.

Event description:
It was reported that the cordless driver was overheating and running loud during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
The reported event of the device heating up was confirmed. The device had a damaged motor bearing, which can result in heat due to increased friction between the bearing and the motor shaft. The device was repaired, routine maintenance was performed, and it was returned to the user facility.